Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was most likely due to patient factors and progression of underlying valvular disease. D6b- remove date. Device was not explanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Additional information will be provided once received. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted (6) years, (2) months, underwent valve-in-valve procedure due to mitral stenosis with some regurgitation. A 26mm s3 ultra transcatheter valve was implanted inside the 25mm valve. The procedure went well and patient is doing great.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted six (6) years, two (2) months, underwent valve-in-valve procedure due to severe mitral stenosis, severe degeneration, some regurgitation, and one of leaflets frozen. Patient presented with chronic diastolic heart failure. A 26mm transcatheter valve was implanted inside the 25mm valve. The procedure went well and patient is doing great. The patient was transferred to the recovery room in stable condition.